Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the minicap transfer set was broken/cracked and separated from the tubing. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was ordered prophylaxis antibiotics as precaution. No additional information was available.

Manufacturer narrative:
Additional information in d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed with the naked eye and found the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted.the reported damaged/cracked broken patient connector and separation between patient connector and tubing were not verified. The cause of the separation between the female connector from main body was due to inadequate solvent application to the main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.